Event description:
It was reported that the customer had a button error alarm on his insulin pump. The customer's blood glucose level was 247 mg/dl. Customer stated that he fell into a lake while motor skiing and forgot to remove the insulin pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.